Event description:
It was reported that the patient had a replacement or revision done the day of this report. Since implant the patient had not been receiving therapeutic effect from the spinal cord stimulation (scs) and it was causing pain in the ribcage area. It was not sure if the procedure was a revision or replacement. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if the issue was resolved, and how the patient recovered. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).